Event description:
It was reported that the clinic had expressed concern in february 2008, over the presence of one hi electrode channel and one pair of short circuited channels. In addition, there was the appearance of several channels showing >. The father of the patient reported a decrease in the rate of increased level of performance by the patient. The clinic will ensure that channels 2, 3 and 4 are turned off in the patient's map. An e.mail from rep of med-el corp was received on march 20, 2008 stating that she had finally heard back from the audiologist handling the case. She had no further news on the patient, but promised to have her secretary call the family for follow-up. A further e.mail from rep received on april 16, stated that from what she understood, at this point, no further action will be taken other than monitoring. The complaint was closed in 2008. The complaint was re-opened upon receipt of the information that the patient has now been re-implanted in 2008.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.